Event description:
The pt left a phone message which stated: "the implants that were put in her hand ended up being the wrong kind". On (B)(6) 2012, the pt reported she had "ascension pyrocarbon implants" (part and lot numbers unk) implanted into her left hand's 2nd thru 5th fingers in (B)(6) 2009 due to rheumatoid arthritis. She said, the implants "came apart and the middle finger jammed" and she underwent a second surgery "to fix this" in (B)(6) 2009. On a f/u visit to her doctor, an x-ray showed her middle finger was "dislocated". She had a 3rd surgery (B)(6) 2009. The pt stated, the doctor who performed these surgeries did not remove the implants in any of the surgeries and performed a 4th surgery on (B)(6) 2009. The surgeon put in pins at the 4th surgery which were taken out after 3 weeks. All 4 surgeries were performed at the university (B)(6). The pt saw a different surgeon and reported, the ascension implants were removed and she underwent a revision surgery with silastic joint implants. Add'l info and diagnostic studies have been requested; not received at the time of this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.